Manufacturer narrative:
Qn#(B)(4). The customer returned one, cvc catheter for analysis. Signs-of-use in the form of biological material was observed on the catheter body. Visual analysis revealed did not reveal any defects or anomalies of any kind. The catheter body from the juncture hub to the distal tip measured 217mm, which is within the specification limits of 207mm-227mm per the catheter graphic. The catheter body outer diameter measured .09775", which is within the specification limits of .094"-.098" per the catheter extrusion graphic. A lab inventory syringe filled with water was attached to both extension lines and aspirated. No blockages or leaks were observed as the water exited out of the normal locations on the catheter body. Performed per IFU statement, "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed". A manual tug test confirmed that both extension lines were secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture". The report of a blocked catheter was not confirmed through complaint investigation. Visual and functional analysis of the returned sample did not reveal any blockages or leaks. Additionally, the catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the product new, and was opened by the nurse in charge to be used, and when injecting the medication to pass through the catheter it crystallized in the middle of the catheter, and had to be replaced with a new catheter" no patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the product new, and was opened by the nurse in charge to be used, and when injecting the medication to pass through the catheter it crystallized in the middle of the catheter, and had to be replaced with a new catheter" no patient harm reported. The patient's condition is reported as fine.